Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the : patient underwent an initial left tha and no intraoperative complications were noted. Post implantation, short external rotators were off the post aspect of the femur and fair amount of fluid that appeared milky were noted, the wound was thoroughly irrigated and closed in layers. Ion levels of cobalt, serum <1.0(range <=1.0 ug/l) and chromium, serum<1.0 (range <=5.0ug/l) were noted and pathology was negative for acute. Inflammation. Femoral head was revised. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left hip arthroplasty. Approximately, six years later the patient was revised due to elevated ion levels. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head, pn 00801803601, ln 62395880, shell porous with holes, pn 000620005820, ln 62406525, liner 10 degrees elevated rim, pn 00631005836, ln 62315985. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-03844. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left hip arthroplasty. Approximately, two years later the patient was revised due to elevated ion levels. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.